Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) triggered due to high rate non-sustained episodes and variable pacing impedance on the right ventricular (rv) lead. It was determined the high rate non-sustained episodes exhibited appropriate sensing with no nonphysiologic noise or short v-v intervals. The rv lead remains in use. No patient complications have been reported as a result of this event.